Manufacturer narrative:
An infection at the ipg site was reported to abbott. Surgical intervention took place wherein the system was explanted. The patient was prescribed IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's incision opened causing an infection at the ipg site. In turn, surgical intervention took place wherein the system was explanted. Patient was prescribed IV antibiotics to address the issue.